Event description:
The treating doctor reported that the patient had tooth extractions of tooth 2.3 and 2.1, requiring implants, and cervical resorption on tooth 1.3 and 2.2. The patient's last order was in 2016.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - the health of the bone and gums which support the teeth may be impaired or aggravated" and "the length of the roots of the teeth may be shortened during orthodontic treatment, which may become a threat to the longevity of the teeth" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor confirmed that there were other risk factors that may have contributed to root resorption and the patient's treatment was 8-9 years ago. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners contributed to root resorption and the required tooth extractions (permanent impairment), therefore, this event it is being filed as an MDR.there is no conclusive evidence to confirm the date of the required tooth extractions, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Manufacturer narrative:
Adding product-specific information after further device record analysis.